Event description:
It was reported that the vns patient¿s device showed a high impedance (impedance value >= 10,000 ohms) and ifi condition during an office visit in (B)(6) 2014. X-rays were taken on (B)(6) 2014 and were reported by the physician to be unremarkable. The patient¿s was tested again on (B)(6) 2014 and diagnostics still showed a high impedance condition (impedance value >= 10,000 ohms) and output status as limit. The patient¿s device was subsequently disabled and the patient¿s medications were increased. The patient was later seen on (B)(6) 2014 who reported that she had not experienced any seizures since (B)(6) 2013. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.